Manufacturer narrative:
(B)(4). The analysis results found that the atw35 device was returned in good conditions, a cartridge was returned partially fired and was noted to have a wedge band bypass as the left side was 1/4 fired and the right side was fully fired. The cartridge lockout was found normal. In addition the cartridge deck was found damaged, the damaged found on the cartridge deck is consistent with damaged caused when the device is clamped over a hard object. When this happens the cartridge gets indented therefore there is not enough space for the sled pushing the driver to continue its run, this is the reason why the sled gets damaged. When the mechanism is forced the wedge band will bypass the sled. If resistance is felt, stop and replace the cartridge. Please reference instructions for use for additional instructions. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended; however, the cut was jagged due to a damaged knife. One possible cause for the damaged knife may be if the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. It is also recommended that prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). A batch record review was performed and no anomalies related to the event description were found during the manufacturing process.

Event description:
It was reported that during a right ovarian cystectomy, a few loads into using the device, the second or third reload only one side stapled. The patient side of the staple line stapled. The same device with reloads was used to complete the procedure. There was no adverse consequence to the patient reported. (B)(6).